Manufacturer narrative:
H11: internal complaint reference(B)(4). H2: corrected information in h6 (investigation conclusions). H3, h6: the reported device was received for evaluation. A visual and functional evaluation was conducted, revealing no defects that would prevent the equipment from functioning properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors which could have contributed to the reported event include a defective transducer. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H2: corrected information in h6 (health effect - clinical & impact codes).

Event description:
It was reported that during a shoulder arthroscopy, the control unit dyonic 25 pump operated at medium flow throughout the surgery, even with low references, and leaked serum through the ports. The patient's shoulder became swollen. Surgery was completed using the same device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.